Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens of diopter -9.0/+1.5/011 into the patient's left eye (os) on (B)(6) 2023. The lens was exchanged on 18-dec-2023 for a longer length lens due to low vault and this resolved the problem. Cause of event reported as unknown.